Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4). Product type: programmer, patient: product ID 3889-28, lot# va04buy, implanted: (B)(6) 2013. Product type: lead. (B)(4).

Event description:
Additional information received reported that the patient received assistance from her doctor or medtronic representative over a "phone conversation". It was stated that the patient still had concern regarding their device or therapy. It was stated that the patient was instructed in how to switch the setting from program 1-2-3-4, ect. It was noted that "none of them really work well now". It was reported that before her foot surgery the patient had 95%improvement, but now she's "back to where she was before placement". The patient had an appointment scheduled to see her medtronic representative on (B)(6) 2013. Until then the patient was going to continue to switch between the programs every few days. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient experienced a loss of therapeutic effect as well as no stimulation sensation following an unrelated foot surgery 12 days prior to the report. Before the surgery, the patient felt stimulation in the pelvic area around the 3v range. At the time of the report however, the patient felt stimulation about "halfway up her buttocks" with amplitude increased to 5.5v. The reporter indicated that the surgeon was informed that the patient had the device but it was not turned off beforehand. At the time of the report, the patient's stimulation was adjusted, and consequently felt stimulation in her buttocks only on one program, but in her vagina and left buttock on another program. On another program at 2.7v, the patient experienced pain which decreased upon decreasing amplitude. If additional information becomes available, a follow-up report will be submitted.